Event description:
It was reported that the patient's artificial urinary sphincter failed to work a week after activation. The device had fluid loss due to becoming disconnected. The pump and connectors were replaced. The system was working well after replacement. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported that the patient's artificial urinary sphincter failed to work a week after activation. The device had fluid loss due to becoming disconnected. The pump and connectors were replaced. The system was working well after replacement.

Manufacturer narrative:
Connector malfunction was reported. The ams800 control pump was visually inspected. No leak was found. There was one right angle window quick connector (wqc) returned with a collet and tubing inserted in one end the other end was missing the tubing and collet and neither was returned , also had tissue growing in the connector. The right angle wqc was not broken. The pump was not functionally tested due to connector leak. A review of the ams 800 hazard analysis (windchill document # (B)(4)) was completed. Device has a fluid leak (device normal) and inadequate tubing connection with risk control measures identified in the IFU and or manual including statements to insert tubing end into connector, attach collet rings, and illustrations of correct connections. Based on review of this data, this complaint does not represent a new or unanticipated event. Review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. The ship history review was not able to be completed as the required documentation was not available; unable to determine necessary component implant details and therefore, unable to determine an approximate ship date of component. An overall investigation conclusion code of unintended use error caused or contributed to event was chosen as the interaction between the user and device, or sample, caused or contributed to the error which includes unintended inappropriate use of the device and incorrect sample preparation. Per the cis product investigation work instruction (windchill document # 92186855) no escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process.

Event description:
It was reported that the patient's artificial urinary sphincter had fluid loss due to becoming disconnected. The pump and connectors were replaced. (B)(4) has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.